Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. Resistance was met during advancement of the xience skypoint stent delivery system and it failed to cross the lesion. Resistance was met again, during removal of the device. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another xience stent was implanted to complete the procedure. No additional information was provided.